Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a04 captures the reportable event of tip damaged/defective.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the colon to treat a colonic stricture during a colonic stent placement procedure performed on (B)(6) 2025. During the procedure, resistance was encountered while attempting to deploy the wallflex colonic stent. The tech applied additional pressure to deploy the stent, which resulted in the tip of the stent becoming bent. This caused difficulty in removing the device from the scope and prolonged the procedure. There were no patient complications reported as a result of this event.